Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no kink occurred. The pipeline did not open in the middle section. The pipeline had been placed in a vessel bend when it failed to open. The physician had retrieved it to deploy again, but the stent still did not open.

Event description:
Medtronic received information that a ped2 pipeline kinked and failed to open. During aneurysm treatment, the stent was deployed after it was in place, but the middle section was kinked and could not be opened. After multiple retrievals to deploy again, it still could not be opened. It was replaced with a new stent and the surgery was completed. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the posterior communicating segment and ophthalmic artery. The max diameter was 4mm and the neck diameter was 3mm. The distal landing zone was 4.3mm and the proximal landing zone was 4.6mm. Vessel tortuosity was severe. Dual antiplatelet treatments was administered. No patient symptosm or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex shield was returned for analysis. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal were found fully opened and no damage. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Based on the returned device, the customer report of "failure to open at the middle section" was not confirmed, as the middle section of the braid was found fully opened and no damage. Possible causes of failure to open include severe vessel tortuosity and deployment of the braid in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.